Event description:
The manufacturer received information alleging an aev pilot line error occurred. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, a "service required" code was found in the ventilator's downloaded error log that confirmed an aev pilot line error occurred. The entire device was replaced.

Manufacturer narrative:
The manufacturer previously reported information alleging an aev pilot line error occurred. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, a "service required" code was found in the ventilator's downloaded error log that confirmed an aev pilot line error occurred. The entire device was replaced. Device was evaluated by field service engineer (fse) and could not duplicate complaint of "check aev pilot line" errors. Possible issue with customer's circuit at the site. Unit is failing flow testing. Will order machine flow sensor to fix problem. Fio2 calibration will intermittently fail, will order fio2 sensor. Fse replaced machine flow sensor and pm kit. Fio2 sensor is backordered and was not replaced. Customer is responsible for replacing fio2 sensor. Upgraded software from 1.05.02.00 to 1.5.10.00. Set local customer time/date. Cleared event log. Set factory settings. Passed all performance verification testing. The machine flow sensor was sent to the product investigation lab (pil) for further investigation. Pil visually inspected the machine flow sensor for visual defects and found none. Pil installed the machine flow sensor on the test bed and ran therapy in active mode for approximately 1 hour and the flow sensor operated without issue. Pil then tested the flow sensor for flow verification and passed all testing. Pil concluded that the flow sensor operated as designed.